Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).beginning (B)(6) 2016, 5 ventricular sensing integrity counts (sic) and 157 cumulative sic's. There was also high rate- non-sustained episodes with evidence of lead noise oversensing. Also the memory indicated there was a right ventricular lead integrity alert. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for 2 or more high rate- non-sustained episodes and sensing integrity counter (sic) >= 30 in 3 days. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Right ventricular (rv) lead capture threshold rose from 1.0v on (B)(6) 2016 to 1.375v on (B)(6) 2016. It has also shown variation between 0.875v - 1.75v, (B)(6) 2015 through (B)(6) 2016. Previouslyon (B)(6) 2015 the capture threshold measured 0.875v-1.125v. (B)(4).

Event description:
It was reported that the patient's lead had an lead integrity alert (lia) for high rate non sustained episodes and sensing integrity counter (sic). Additionally, the lead had rising and high thresholds with a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth,the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.